Event description:
The doctor was unable to pass the fiber through the gi scope and when it came out of the scope, the light was not visible. When the staff removed the fiber, it was noted the tip fractured about 1/2 above the end.

Event description:
The doctor was unable to pass the fiber through the gi scope and when it came out of the scope, the light was not visible. When the staff removed the fiber, it was noted the tip fractured about 1/2 above the end.